Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and successfully restarted sensor session without further error.